Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: into uterine lining/migration') and device expulsion ('migration of essure device: into uterine lining/migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, constipation, diarrhea, dyspnea, migraine, pelvic pain female and menorrhagia. Concomitant products included intrauterine contraceptive device (iud nos) since 2002 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as sumatriptan (imitrex) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced migraine ("migraines\ headache"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower right side abdomen"), complication of device insertion ("placement dr had a hard time finding entrance to left fallopian tube"), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion and complication of device insertion outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, fatigue, abdominal pain lower, pelvic pain, abdominal pain and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: dates of insertion: discrepancy noted: (B)(6) 2013 and (B)(6) 2013 plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occluded with no extravasation of dye in the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. Reporter's information was added. Added events pelvic pain, abdominal pain, headache. Updated outcome of events pelvic pain, abdominal pain, headache from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: into uterine lining') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, constipation, diarrhea, dyspnea, migraine, pelvic pain female and menorrhagia. Concomitant products included intrauterine contraceptive device (iud nos) since 2002 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as sumatriptan (imitrex) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced migraine ("migraines\ headache"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower right side abdomen") and complication of device insertion ("placement dr had a hard time finding entrance to left fallopian tube"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and complication of device insertion outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, embedded device, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: dates of insertion: discrepancy noted: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: occluded with no extravasation of dye in the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received: event injury nos was updated with migration of essure device: into uterine lining, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), migraines headache, fatigue, pain lower right side abdomen and complication of device insertion. Patient's demographic details, medical history, lab data, product stop date, concomitant drugs added. Product start date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.